Manufacturer narrative:
(B)(6) - should additional information become available, a supplemental record will be filed.

Event description:
User stated the seat has broken and the seat bolts are broke. When the seat broke off, the user fell with the seat. His knuckles were scraped and left elbow too. His spine was hurting bad, already had prior injury that was caused from military lumbar deteriorating disc. The fall aggravated the injury. Additional reportable malfunction for this device; the brake release does not work.